Event description:
It was reported that the patient underwent a l3-l5 posterolateral fusion using rhbmp-2/acs on multiple levels, using instrumentation and mixing rhbmp-2/acs with hydroxyapatite. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment". Reportedly, the patient "has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005: patient presented with preoperative diagnosis of lumbar instability, spinal stenosis and underwent posterior segmental instrumentation, l3-4, l4-5 and posterior lateral fusion l3-4-5, bone morphogenic protein hydroxyapatite. Per operative notes: bone morphogenic protein was mixed with hydroxyapatite, placed in the lateral gutters and the rods were invested. With appropriate pressure, a single cross link was put into place, tightened and torqued to appropriate pressure. There were no patient complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.